Event description:
It was reported there was fecal impaction (faecaloma), flatulence, lower abdominal pain and constipation. It was stated there was urinary retention, difficulty in voiding and a urinary tract disorder. It was reported there was hospitalization. It was reported the patient was hospitalized on (B)(6) 2010 for observation and medical intervention. It was reported the patient had complained of an urge to urinate, but had difficulties in voiding. It was noted they had spontaneous pain in the lower abdomen. It was noted that palpation of the abdomen was painful and had suprapubic resistance. It was stated the patient had not defecated for 10 days and was experiencing flatulence. It stated this was confirmed it was not a case of urinary retention, but a second case of a well-known voiding problem. It was noted that chemical and bacteria examinations of their urine showed no signs of urinary infection. It was noted the patient had significantly reduced spasticity on the right and ¿pronounced vegetative symptoms¿ due to urinary retention, so the ba clofen dosage was reduced. It was noted the patient¿s condition slightly improved. It was stated the patient was treated with an ¿indwelling¿ catheter on (B)(6) 2010 which was removed after the baclofen dose reduction without problem. It was stated the patient¿s u rine statues included leukocytes of 100 count/ul, protein 750mg/dl and erythrocytes >250 count/ul which were all above the normal range. It was noted that on (B)(6) 2010 the urine sediment contained many erythrocyte shadows, plenty of mucus, some ¿leuko,¿ isolated hyaline cylinders, and plenty of ¿ery¿ and bacteria present. It was stated the next day a urine microscopy showed erythrocytes and no germs while the urine culture was sterile. It was stated the patient had the catheter for their entire hospitalization, and it was removed on (B)(6) 2010. It was reported the patient recovered on (B)(6) 2010 and the patient was discharged from the hospital. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).